Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was 565 mg/dl. The customer¿s other blood glucose level was 56 mg/dl. The customer declined the troubleshoot for the high and low blood glucose. The customer was treated with the insulin pump and the glucose. The customer stated that crack on the screen corner. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Insulin pump programmed with multiple sensor glucose value and all registered properly in the summary history noted. No cracks on the screen corner noted. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).